Event description:
New information received noted that the patient was in stable condition throughout.

Manufacturer narrative:
Upon receipt, an initial device assessment was performed and the device appeared normal. A longevity estimate was performed and showed normal battery depletion had occurred. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested, but not yet available.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.